Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Sample not available.

Event description:
Received a FDA user facility report that stated while suctioning patient, catheter disconnected from the thumb valve and the protective sleeve. The catheter was manually removed from the endotracheal tube. No injury to the patient. No additional information provided.

Manufacturer narrative:
A sample was not returned for evaluation. The device history record for lot number m6028t501, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.(B)(4).